Manufacturer narrative:
Batch review performed on 20 january 2021: lot 188584: 75 items manufactured and released on 12-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to disengagement of the insert from the tibial tray 3 months after the primary. The surgeon revised the insert and the surgery was completed successfully.